Event description:
It was reported that the device went to eri (elective replacement indicators) in 10 months. Based on the settings, at least 48 months to eri was expected. No explanation for the early eri could be determined. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device had no output and no telemetry at preliminary analysis. Continuing analysis found the device to have excess current drain, which led to the early depletion of the battery, consistent with the reported field experience. The cause of the excess current drain was an integrated circuit.